Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "error message after gas change" (device displays error message). A technician reports an error message occurred after a gas change. The error message could not be cleared and surgeries had to be performed on a different laser system. No patients had been prepped, no flaps made when the error occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).